Event description:
A customer contacted beckman coulter inc., (bci) and stated that during operation the lh750 instrument powered itself off and an operator saw a puff of smoke at the power supply cabinet. The customer disconnected the power cable of the power supply from the battery back-up supply. They did not report flames, arcing or shock. Based on the available information, there was no affect to patient or user.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found the bulk power supply inoperable which was replaced. The fse verified the instrument operation. The lh 750 instrument has the appropriate safety ratings (ul, csa, and en). The root cause for this event was a defective bulk power supply that was replaced.